Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were recently hospitalized due to high blood glucose levels and wanted to verify that the insulin pump was functioning properly. Caller stated that she had diabetic ketoacidosis. Blood glucose level at the time of the incident was 872 mg/dl. Customer was wearing the insulin pump at the time of the hospitalization. Blood glucose level at the time of the call was 150 mg/dl. Caller also reported a no delivery alarm, but was able to prime successfully during troubleshooting. The insulin pump was not replaced or returned for analysis.